Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath when their left ventricular (lv) lead dislodged. Initially, the lv lead required high voltage to function but eventually was no longer pacing. A lead revision was attempted, but during the procedure, a wire got stuck in the lead. The lead was explanted and replaced instead. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed the guidewire insertion test. There was no guidewire stuck in the lead.